Event description:
Reported via patient call center. It was reported the implant did not seal. A left atrial appendage (laa) closure procedure was performed and a watchman closure device was implanted on (B)(6) 2026. The patient was discharged. During patients' cardiology appointment they were informed the implant did not seal and there were no blood clots. As a result, the patient was instructed to discontinue their plavix medication and was prescribed eliquis. Patient is scheduled for a follow up transesophageal echocardiogram (toe). There is no further information at this time.